Manufacturer narrative:
The date of event was not provided by the complainant/reporter, the date reflected in this report is the date bd became aware of the event. The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) review is not possible, as no manufacturing lot number has been provided by the complainant.

Event description:
It was reported by the customer that "upon removing the vancomycin lock from the white lumen of the patient's central line, the blood return was sluggish. I got 4mls of blood out, and then proceeded to flush the lumen. While flushing the lumen, it burst and the saline sprayed out. The line was immediately clamped, and the provider was paged. There was a small hole in the lumen, so it ended up being removed."